Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: revision of thoracolumbar fusion. Surgeon was inserting a tlif (transforaminal lumbar interbody fusion) cage at l4/5 when the cage "broke" on insertion. He was inserting the cage with the same method that he always does, there was no undue force used. It appeared to simply break up. All pieces were removed from the patient. The cage is not available for examination; it was discarded by the theatre staff. The surgeon was not happy. There was a 10 minute time delay while a sterile competitor cage was sourced for that level. He then went on and completed the 2nd level, l5/s1 using our cage, the same size, with no problem. The operation was a revision of existing fusion due to broken rods and loose set screws.